Event description:
The hearing aid (h/a) user went to her doctor to have ear wax removed. The doctor commented that there was "debris" in her ear. The user became convinced that something from the h/a had fallen in her ear. She went to her h/a dispenser. She told the dispenser there was a "missing wire" removed from her ear. The dispenser found that the battery door was broken, and no other problems. All of the missing portions of the battery door were plastic, not wire. There was no medical problem.